Event description:
Clinician was in exam room with pt sitting on ritter midmark 223 exam table. Clinician was adjusting table height downward when the "lip" of the table grabbed the lamp stand pulling it toward the pt hitting her on the head.